Event description:
It was reported that during a ptci/stent procedure, the tetra 3.0 x 18 mm was deployed at 10 atm, but did not appear fully deployed. Reportedly, an attempt was made to move the delivery system slightly in order to deploy the stent better, but the stent delivery system (sds) could not be moved. Several attempts were made at higher pressures (16 to 18 atm) and the stent was fully deployed. However, the sds could not be moved after several attempts. The delivery system was withdrawn without difficulty during the surgery (emergency CABG) but the stent remained at the lesion site.